Event description:
The pt contacted lifescan alleging that their one touch ultra meter was displaying three dashes. The pt took their meter to a pharmacist and tried to fix the problem themselves. They went to the doctor because the meter "wouldn't work". No result obtained at the doctor's office was provided. The doctor increased their medication. The customer care representative walked the pt through resetting the meter options and three dashes continued to display.